Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. Corrected field: g3, g4. The device was returned to olympus for inspection and the reported failure was not confirmed. The root cause could not be identified. Based on the results of the investigation no device problem was found. The allegation was not confirmed; no problem was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had intermittent picture during a procedure. There were no reports of patient harm.